Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped at 5 minutes remaining on warmup period occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that stopped at 5 minutes remaining on the warmup period is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.